Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a (B)(6) year-old female patient of an unknown origin. Medical history included that she was diabetic since 2000 and depression. Concomitant medications included fluoxetine, diazepam and cyamemazine for an unknown indication, metformin hydrochloride and sitagliptin phosphate for diabetes. The patient received human insulin isophane suspension (rdna origin) (humulin nph) from a cartridge via a reusable pen (humapen savvio, red color), 26u in morning and 42u in evening two times a day via an unknown route of administration for the treatment of diabetes, beginning on an unknown date. She started using humapen savvio, red color from an unknown date. On (B)(6) 2019, while on human insulin isophane suspension treatment, she had a problem with humapen savvio, red color. The button was broken and the insulin went very fast (pc# of humapen savvio, red color 4757803, lot# 1304v03). Because of this, her glycemic values became much uncontrolled and were very high about 600 mg/dl (reference range not provided) for which she was admitted to the hospital sometime in (B)(6) 2019. On (B)(6) 2019, she was assisted in the hospital after being felt badly with an impression on the heart and left hand with ants. In the hospital, she was given insulin and serum and was sent home on an unknown date in (B)(6) 2019. She did not control her glycemic indexes as it would make her nervous. Further information regarding hospitalization details, outcome of the events and status of human insulin isophane suspension treatment was not provided. The operator of the humapen savvio, red color and his/her training status was not provided. The humapen savvio, red color model duration of use and suspect humapen savvio, red color duration were not reported. The action taken humapen savvio, red color was not provided and its return was expected. The reporting consumer did not provide any opinion on relatedness assessment between the events and human insulin isophane suspension drug. The reporting consumer assessed the event blood glucose increased as related to humapen savvio, red color product complaint issue and did not provide an relatedness assessment for the remaining event with humapen savvio, red color. Update 04-jun-2019: initial and follow ups information received on 31-may-2019 were processed together. Edit 19jun2019: updated medwatch and european and (B)(4) fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 28jun2019 in the b.5. Field. No further follow up is planned. Evaluation summary. A female patient reported the button of her humapen savvio device was detached, and "the insulin went very fast." The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1304v03, manufactured april 2013). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to device accuracy or detached buttons. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a 56-year-old female patient of an unknown origin. Medical history included that she was diabetic since 2000 and depression. Concomitant medications included fluoxetine, diazepam and cyamemazine for an unknown indication, metformin hydrochloride and sitagliptin phosphate for diabetes. The patient received human insulin isophane suspension (rdna origin) (humulin nph) from a cartridge via a reusable pen (humapen savvio, red color), 26u in morning and 42u in evening two times a day via an unknown route of administration for the treatment of diabetes, beginning on an unknown date. She started using humapen savvio, red color from an unknown date. On (B)(6) 2019, while on human insulin isophane suspension treatment, she had a problem with humapen savvio, red color. The button was broken and the insulin went very fast (pc# of humapen savvio, red color (B)(4), lot# 1304v03). Because of this, her glycemic values became much uncontrolled and were very high about 600 mg/dl (reference range not provided) for which she was admitted to the hospital sometime in (B)(6) 2019. On (B)(6) 2019, she was assisted in the hospital after being felt badly with an impression on the heart and left hand with ants. In the hospital, she was given insulin and serum and was sent home on an unknown date in (B)(6) 2019. She did not control her glycemic indexes as it would make her nervous. Further information regarding hospitalization details, outcome of the events and status of human insulin isophane suspension treatment was not provided. The operator of the humapen savvio, red color and his/her training status was not provided. The humapen savvio, red color model duration of use and suspect humapen savvio, red color duration were not reported. The suspect humapen savvio, red color was not returned to the manufacturer. The reporting consumer did not provide any opinion on relatedness assessment between the events and human insulin isophane suspension drug. The reporting consumer assessed the event blood glucose increased as related to humapen savvio, red color product complaint issue and did not provide an relatedness assessment for the remaining event with humapen savvio, red color. Update 04-jun-2019: initial and follow ups information received on 31-may-2019 were processed together. Edit 19jun2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 28jun2019: additional information received on 24jun2019 from the global product complaint database. Entered the device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields; and added the date of manufacture for the suspect device associated with pc (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 21aug2019 in the b.5. Field. No further follow up is planned. Evaluation summary: a female patient reported the button of her humapen savvio device was detached, and "the insulin went very fast." The patient experienced increased blood glucose. Investigation of the returned device (batch 1304v03, manufactured april 2013) found the injection button appeared normal. The investigation also found foreign material (waxy residue) on the housing collar, and the housing collar was broken. The break in the housing collar is consistent with exposure to a foreign material. Malfunction confirmed. Both the housing collar damage and the foreign material occurred in the field (not a manufacturing related issue). The core instructions for use provides adequate care and storage directions. It states, "do not use alcohol, hydrogen peroxide or bleach on the pen body or dose window. Also, do not cover in liquid or apply lubrication such as oil, as this could damage the pen." There is evidence of improper use. The damage to the device and the foreign material contamination occurred while in the field (not related to the manufacturing process). This misuse may be relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a 56-year-old female patient of an unknown origin. Medical history included that she was diabetic since 2000 and depression. Concomitant medications included fluoxetine, diazepam and cyamemazine for an unknown indication, metformin hydrochloride and sitagliptin phosphate for diabetes. The patient received human insulin isophane suspension (rdna origin) (humulin nph) from a cartridge via a reusable pen (humapen savvio, red color), 26u in morning and 42u in evening two times a day via an unknown route of administration for the treatment of diabetes, beginning on an unknown date. She started using humapen savvio, red color from an unknown date. On (B)(6) 2019, while on human insulin isophane suspension treatment, she had a problem with humapen savvio, red color. The button was broken and the insulin went very fast (pc# of humapen savvio, red color (B)(4), lot# 1304v03). Because of this, her glycemic values became much uncontrolled and were very high about 600 mg/dl (reference range not provided) for which she was admitted to the hospital sometime in (B)(6) 2019. On (B)(6) 2019, she was assisted in the hospital after being felt badly with an impression on the heart and left hand with ants. In the hospital, she was given insulin and serum and was sent home on an unknown date in (B)(6) 2019. She did not control her glycemic indexes as it would make her nervous. Further information regarding hospitalization details, outcome of the events and status of human insulin isophane suspension treatment was not provided. The operator of the humapen savvio, red color and his/her training status was not provided. The humapen savvio, red color model duration of use and suspect humapen savvio, red color duration were not reported. The suspect humapen savvio, red device associated with (B)(4) was returned to the manufacturer on 29jul2019. The reporting consumer did not provide any opinion on relatedness assessment between the events and human insulin isophane suspension drug. The reporting consumer assessed the event blood glucose increased as related to humapen savvio, red color product complaint issue and did not provide an relatedness assessment for the remaining event with humapen savvio, red color. Update 04-jun-2019: initial and follow ups information received on 31-may-2019 were processed together. Edit 19jun2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 28jun2019: additional information received on 24jun2019 from the global product complaint database. Entered the device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields; and added the date of manufacture for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly. Update 21aug2019: additional information received on 21aug2019 from the global product complaint database. Entered updated device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, improper use and storage from no to yes, malfunction from unknown to yes/not cirm, and device return status to returned to manufacturer. Added date returned to manufacturer for the suspect humapen savvio (red) device associated with pc 4757803. Corresponding fields and narrative updated accordingly.